Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked belt clip slot, minor scratched display window and cracked display window. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, prime and excessive no delivery tests. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the top of reservoir compartment is broken and the reservoir will not stay in place. The customer reported that she was wearing the insulin pump and the broken piece was separated. The customer reported that the insulin pump fell out of pocket and hit a floor. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a backup plan per health care professional instruction. The customer also reported crack on stated that her blood glucose goes low at night and decline to troubleshoot for low blood glucose. The customer also treated the low blood glucose with food. The insulin pump will be returned for analysis.